Event description:
It was reported that the customer's sensor gave a reading of 40 mg/dl, causing the insulin pump to threshold suspend and his blood glucose was actually at 240 mg/dl. Customer was also receiving calibration error alarms. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.